Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain (seriousness criterion medically significant), 2 years 1 month after insertion of essure. In (B)(6) 2013, the patient was found to have pituitary tumour benign ("pituitary macroadenoma") and experienced musculoskeletal pain ("diffuse joint and muscle pain"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("lack of libido") and anxiety ("important anxiety"). At the time of the report, the back pain, musculoskeletal pain, fatigue, alopecia, loss of libido and anxiety had not resolved and the pituitary tumour benign outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, back pain, fatigue, loss of libido, musculoskeletal pain and pituitary tumour benign with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.